Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: call service 052 alarms were observed in the pump's black box. The prime steps were performed correctly and pump was exercised for 24 hours and no alarms or warnings occurred during the investigation. The battery compartment was cracked along the side and from the bottom traveling to the bumper. The threads on the battery cap were stripped and were unable to secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.